Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due tocurrent leakage in a ceramic capacitor. Performance data from the device was analyzed and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) was 2012-(B)(6).

Event description:
It was reported that the device had an unexpected longevity as the device reached elective replacement indicator (eri) after four and a half years. The device was replaced. No patient complications have been reported as a result of this event.